Event description:
A malfunction on the pump was reported to have occurred on december 24, 2025. There was no adverse impact to the customer¿s blood glucose level. The caller successfully rebooted the pump without issue and resumed insulin delivery.